Event description:
The rptr did back to back blood glucose tests, with results of 92, 69 and 75 mg/dl. Rptr did not have any symptoms. No harm was alleged. No further details were provided. Attempts to contact the rptr for add'l info have not been successful.